Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient underwent a gastric varices procedure on (B)(6) 2023. The patient was hospitalized on (B)(6) 2023 for tips placement and began experiencing severe decline in health due to complications from sepsis and gi bleed on (B)(6) 2023. The patient's date of death was (B)(6) 2023. The decision was made by the patient's son to move toward palliation as opposed to ICU admission. The event date was assessed as close to the procedure date. The sponsor assessed this event as possibly related to the procedure, not related to the device. Additional information was received from the site clarifying this event resulted in prolonged hospitalization. The event had a fatal outcome. The patient began suffering from sepsis in the context of gi bleed on (B)(6) 2023 while already admitted. Additional information was received from the manufacturer representative (rep) reporting the end date of the hospitalization and the date of the fatal outcome were both noted as (B)(6) 2023, so it would appear the subject was hospitalized at the time of death. The facility name and location, as well as information regarding autopsy records are not collected in the electronic crfs for this study/registry. The investigator assessed the event as not related to the index procedure or study device. Sponsor assessed as possibly related to the index procedure (due to temporal relationship, index procedure was performed on (B)(6) 2023 and subject died on (B)(6) 2023) and not related to the study device. Refer to manufacturer reports 9612164-2023-04424, 9612164-2023-04425, 9612164-2023-04426 for related device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the sponsor updated the event assessment as not related to the procedure or device.

Event description:
Additional information received indicating that the events were entered in error and we not related to the device or procedure and the information was redacted. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received indicates a reportable event.

Manufacturer narrative:
B5. Updated with additional information received. Associated with MDR #: 9612164-2023-04424, 9612164-2023-04425, 9612164-2023-04426, & 9612164-2023-04428. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.